Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee. A 2.0mm x 220mm x 150cm, otw coyote balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 2 seconds, the balloon ruptured about 5 cm at the tip of the balloon. The device was removed and the procedure was completed with another of the same device. There were no patient injuries reported and the patient condition was good.